Event description:
Info received that customer experienced error code 36.

Manufacturer narrative:
Investigation found ec 36 in pump's history. New pump's software was installed for correction. MDR is a result of retrospective review for reportability. Reference recall number z-1867-2011.